Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 79-year-old female patient presenting for pre-operative placement, with a history of known coronary artery disease (cad) and diabetes mellitus (dm). During support, the customer reported a ¿controller error. Switch to back-up controller¿ yellow alarm. The aic was exchanged, after which no further alarms were noted. The removed aic was isolated for further investigation. The reported events include controller failure, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Corrected information has been provided in h3 to reflect the device evaluated by manufacturer and investigation was done. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.